Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report painful sensor insertion that occurred on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient went to the doctor the same day the sensor was inserted due to the pain. The doctor instructed the patient not to insert the sensor into the muscle of the arm. Patient is very lean. Patient reported that they changed their insertion site to the buttocks. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.